Event description:
Approximately 23 samples with elevated glucose results. Only the following example was provided: initial result 145 mg/dl. Same sample repeated twice gave results of 106 and 104 mg/dl. Initial result was not reported. The field service representative determined there was a sampling problem with the instrument. The instrument was repaired.